Event description:
It was reported that a user was unable to remove the ilet cartridge during a supply change, and customer support provided troubleshooting and education that resolved the issue without device alerts or alarms. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or need for medical intervention. Investigation included technical support review and user education. Investigation of this case revealed difficulty with cartridge removal consistent with user technique and resolved through guided steps. It was concluded that the device functioned as expected and the event was attributable to user handling.